Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. It was reported that the insulin pump had alarmed no delivery, but once the customer straightened out the tubing the alarm ceased. Nothing further was reported.